Manufacturer narrative:
According to the customer in august after surgery the customer experienced skin irritation related to the use of a bandage that required a prescription steroid. Per the customer they described the irritation as 'redness and localized swelling' to the area of the adhesive. According to the customer they went to see their doctor and they were prescribed a topical steroid, 'cloderm,' to apply to area of irritation and the site is considered to be 'completely healed'. The sample is available and has been returned for evaluation, and at this time a root cause could not be determined. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer in august after surgery the customer experienced skin irritation related to the use of a bandage that required a prescription steroid.